Event description:
It was reported to philips that the device's image processing computer was not starting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported problem. Review of the logfiles identified the frontal ip-pc malfunction. A philips field service engineer (fse) visited onsite and confirmed that the device's image processing computer was not starting. To resolve the issue, fse replaced the ippc(fsca implemented). After the replacement, the system was returned to use in good working order. The defective ippc was returned to analysis and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified. If the issue occurs then the user will notice prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed device ip - pc was not starting. Review of the log files showed malfunctioning frontal ip-pc. The technical investigator concluded that the reported malfunction can be confirmed, most likely cause is disk (bay) or dimms or psu or empty battery. Upon troubleshooting, the field service engineer identified startup and database problem. The defective parts were returned for analysis, the failure analysis of the ip pc no hdd showed that there was no failure observed. However, the replacement of the ippc by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.